Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: part of connecting tube is fallen off; due to adhesive peeling around objective lens, streak of flare appears in the image; due to a cut on connecting tube, water tightness is lost; plating on distal end is peeled; connecting tube has a scratch; connecting tube has a wrinkle; adhesive around objective lens has stain; scope cover has a scratch; grip has a scratch; angulation lever has a scratch; up/down angulation lever plate has a scratch; universal cord has a scratch; video cable has a scratch; light guide connector has a scratch; video connector has a scratch; video connector has discoloration; video connector case has a scratch; and adhesive around objective lens has stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera rhino-laryngo videoscope, peeling of insertion part coating, defective image (something like a line on the screen). This event occurred inspection for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the resin part of the image guide coil has fallen off. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the device encountered external forces causing the peeling. However, a definitive root cause was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. ·do not coil the insertion tube, universal cord or video cable into a diameter of less than 10 cm. Equipment damage can result. ·do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.